Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the 'replace generator soon' message was prematurely received.

Event description:
It was reported that the patient may undergo surgical intervention.